Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported intermittent occlusion alarms occurred during bolus delivery. System check could not be performed with tandem technical support, as the occlusion alarms occurred in the past. Customer changed supplies to address occlusion alarms. Customer continued to use the pump for insulin therapy. Customer¿s blood glucose level was 210 mg/dl.